Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that the clinician changed the pads to CPR stat-padz and then powered the device on and off to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. The device prompted a cable fault message after 6 seconds. The device was unable to perform an analysis due to the device not recognizing the accessory attached to the cable. The device will prompt cable fault message due to the device detecting an unsupported cable connection. The device was returned with an mfc cable and passed full functional testing with the returned accessory. The mfc cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.